Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system could not connect to remote desktop. The field service engineer (fse) replaced the umbilical and the system functioned within specification. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that after booting up, only 2/3 green checks were completing. The image acquisition system (ias) was awaiting communication from mobile viewing station (mvs). The site confirmed that they were connected. The site attempted rebooting the mvs and ias separately and together, but they were unable to proceed past initialization screen on the ias. The site reseated the cables without resolution. No patient was present.

Manufacturer narrative:
The cable was returned to the manufacturer. Functional testing found that the component failed the bench test. If information is provided in the future, a supplemental report will be issued.

Event description:
To proceed past initialization screen on the ias. The site reseated the cables without resolution. No patient was present.